Event description:
It was reported to philips that the system gave an alert indicating the x-ray tube had a problem, preventing the generation of x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the customer was performing a cardiac intervention procedure, which was completed by moving the patient to another room. A philips field service engineer (fse) inspected the system onsite and identified that the system was unable to produce x-rays. The fse found no 24-volt output coming from the ips chassis and suspected a fault in the ips. Initially, the fse considered replacing the ips, but further analysis showed that the issue was within the x-ray generator. Specifically, there was no 24-volt power supply reaching the ips. To fix the issue, the fse replaced the mains input in the generator. After replacing the mains input power, the system was powered up and tested for its ability to make x-ray exposures. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.